Event description:
Patient had baclofen pump placed at an outside facility which has caused her significant problems in terms of episodes of coma due to periodic changes in the delivery of the drug that has been unresolved even after numerous attempts to investigate the device.